Manufacturer narrative:
(B)(4). Product has not been received and the investigation is ongoing. A follow up report will be sent upon completion of the investigation.

Event description:
A patient of unknown gender and age underwent a suprapubic drainage procedure in the left kidney in late (B)(6) 2016. The catheter pulled away from the hub. Thus, the device was explanted in mid-(B)(6) 2016 and replaced with a new one. There was no harm to the patient.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). The event is currently under investigation.

Event description:
A patient of unknown gender and age underwent a suprapubic drainage procedure in the left kidney in (B)(6) 2016. The catheter pulled away from the hub. Thus, the device was explanted in (B)(6) 2016 and replaced with a new one. There was no harm to the patient.

Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Manufacturer narrative:
As the device was not returned for evaluation and images were not provided the reported failure could not be confirmed. A review of the device manufacturing history did not reveal any anomalies related to the reported malfunction. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.